Manufacturer narrative:
(B)(4). The customer reported, the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device issue: mislocation-clip. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, at the start of thumb advancer deployment, the clip was noticed to be already on the outside of the flex-guide. The safety release was activated which released the device from the patient's anatomy. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.